Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that shortly after a pvc ablation procedure, it was determined that both leads had unexpectedly switched polarity to unipolar. The leads were programmed back to bipolar, and remain in use. No patient complications have been reported as a result of this event.